Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that there was a map shift of 3 and 8mm. The lasso and the smart touch sf catheters were completely outside the created fast anatomical map (fam). The issue occurred during the ablation of the right pulmonary veins, after the ablation of both the left pulmonary veins. The system never asked to perform the learn new action. There was no error provided by the system. No cardioversion was performed. The patient did not move during the procedure. The ablations of the right veins were performed following the lasso shape with the smart touch sf ablation catheter. The procedure was completed with no patient consequences reported. Since there was no error provided by the system, no cardioversion was performed and the patient did not move during the procedure, this event has been assessed reportable.

Manufacturer narrative:
(B)(4). It was reported that there was a map shift of 3 and 8mm. The lasso and the smart touch sf catheters were completely outside the created fast anatomical map (fam). The issue occurred during the ablation of the right pulmonary veins, after the ablation of both the left pulmonary veins. The system never asked to perform the learn new action. There was no error provided by the system. No cardioversion was performed. The patient did not move during the procedure. The ablations of the right veins were performed following the lasso shape with the smart touch sf ablation catheter. The procedure was completed with no patient consequences reported. The root cause of the issue was determined to be the sedation of the patient that was causing a diaphragm movement and then a chest relaxation that cannot be compensated by carto and causes a sure map shift. After the sedation protocol was modified, the issue did not recur. In addition, the issue was investigated by device manufacturer. Conclusions: ¿the carto 3 system was performing as expected (no product malfunction). During the case after creation of a map, some sedative drugs were given to the patient which could have caused diaphragmatic relaxation. This may cause shift of the heart position in the carto z axis, hence leading to unidentified map shift. This was confirmed with the physician and once a change in the workflow was introduced (giving sedation before initial map is created/ other drugs) this did not recur¿. The system was tested after a supported case by the biosense webster field service engineer and all the acceptance testing procedures passed. The system is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.